Event description:
New information received states that the device was explanted and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.

Event description:
It was reported that through merlin.net transmission, sudden drop in battery longevity from 6 to 1.3 years was observed. Device replacement was recommended. No further information is available at this time.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.